Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Four representative samples were available for evaluation. Visual inspection showed varying degrees of discoloration (dark color) and suture stiffness near the needle attachment point were noted. No other visual abnormalities were noted. Functional testing noted that the breathable pouches were opened without any tears of the packaging, and the sutures were removed from the retainers without any difficulty. The sutures were loaded onto a machine by clamping the needle with a pneumatic grip with a serrated face and the suture end with a pneumatic yarn grip. No suture breakage or fraying was observed during handling. The machine then pulled the sutures until the needle disengaged from the sutures. The load force at the point of detachment was measured and the results were found to meet specifications. Additional testing at an angle showed lower force compared to typical values for this type of suture. It was reported that two sutures had the needles pop off. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: cl-802; cl-802 polysorb* 0 vio 75cm gs24 x36; (lot number: a5d1424y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, while suturing, there were two sutures had needle popping off. An additional new suture was used without issue. No patient complications have been reported as a result of this event.